Event description:
It was reported that the procedure was to treat two lesions (proximal and distal) in the left anterior descending artery (lad), with mild tortuosity and mild calcification. The vessel size was only estimated via balloon dilatation. A 6f guide catheter and an unspecified guide wire were placed. As it was very difficult to get a good backup with this setup, a balance heavyweight (bhw) guide wire was placed, with strong resistance, as buddy wire. Both lesions were pre-dilated with a 2.0 x 20 mm non-abbott balloon. A 2.5 x 28 mm device was advanced into the target lesion, but could not cross the lesion, so it was retracted into the guide catheter. Within 15 minutes another attempt was made to place this device in the proximal lesion, which was successful and the implant was deployed. A 2.5 x 18 mm device was then advanced distally without any problem and was deployed. After the procedure was finished the physician noticed a vessel rupture in the distal lad. The same 2.0 x 20 mm balloon advanced to the ruptured area and inflated slightly to stop the bleeding. The bleeding was stopped, but whenever the balloon was deflated, it started again. The patient was transferred with the still inflated balloon to (B)(6) for bypass surgery. During the surgery a second perforation was observed proximal to the 2.5 x 28 mm implant. The surgeon stated that it may have been caused by a guide wire. The bypass surgery was successfully performed and the patient is in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide cath: cordis 6f al2. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the hi torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance.